Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on september 30, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that on several patients it has been noted that at one day post operative (post op) the gas bubbles was 80% and at one week the gas bubble was at 50%. The sugeon suspects the auto gas fill may not be dispensing enough gas. There was no harm to any patient. No additional procedures needed to be performed. This is the second of two reports for this event from this facility.